Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had a drawer failure. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from another pyxis station that caused a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that auxiliary drawer had failed. A field service engineer (fse) found auxiliary drawer 4.2, row 2 showing duplicate address errors. Logged into hardware test application (hta), ejected all cubies, shut down the medstation, disconnected row boards, cleaned the boards and drawer bottom, and confirmed no foil or pills were present. Reconnected row boards, reinserted cubies, and rebooted the medstation. The medstation launched medication application without hardware failure messages. The customer installed new pockets, tested by loading medications, and confirmed pockets opened and closed correctly. The system functioned as intended after the field service engineer repaired the device.